Event description:
It was reported that during an unknown procedure, "the device misfired." Unknown how case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4), (B) (4). Pinion axle support. Evaluation summary: the analysis showed that one device was received. The device was returned with the articulation mechanism damaged. The device was received with a partially cartridge reload loaded in the device. The firing mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the left shroud pinion axel support and the left articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch record was reviewed and no anomalies were noted during manufacturing process.